Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The home patient (hp) stated he already cleared the alarm and discarded the supplies. The technical service representative (tsr) explained the alarm and advised to notify the peritoneal dialysis nurse of the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The hp returned the call made by product surveillance regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with the cassette that was in use. The hp did not know anything else that could have caused the alarm to occur. The hp explained that he discarded the sample and did not know the lot number. The hp advised that he was able to resume therapy successfully with new supplies. The hp confirmed that he notified his nurse of the alarm. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.